Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device had intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated when trying to enter bolus the numbers kept scrolling. Customer stated had been having low blood glucose as low as 1.4 mmol/l. Troubleshooting was not possible due to unresponsive buttons. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.